Manufacturer narrative:
Correction: there were no issues noted with the euphora balloon used which successfully treated the spam. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one symplicity spyral catheter and one launcher guide catheter were used to treat the renal arteries. On the day of the procedure patient suffered renal artery spasm. It was reported that the patient became agitated due to pain during treatment and started moving both legs. This resulted in the catheter faulting interrupting the ablation. The catheter was withdrawn into the guide. Follow-up angiography showed a couple of areas of spasm in the midportion of the artery as well as near the ostium. The patient was given serial doses of intra-arterial nitroglycerin with incomplete resolution. A 4 mm x 12 mm medtronic euphora coronary balloon was inflated in the midportion of the vessel had a residual area of spasm to 4 atm for 30 seconds. It was then withdrawn to the ostium of the vessel where a 5 atm 30 second inflation was performed. Follow-up angiography after an additional 200 mcg intracoronary nitroglycerin showed widely patent areas without residual spasm. The patient has recovered. The investigator and the sponsor assessed the event as casually related to the procedure and the therapy and possibly related to the study catheter. There is no reported malfunction for the launcher guide catheter used during the procedure. The rationale of relationship to the therapy, study procedure and symplicity spyral catheter was that the spasm post-rfa compounded by movement due to pain.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.